Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the device charging fault was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device's internal battery failed to charge. There was no patient injury reported as a result of this incident.